Event description:
The complaint states that during use a total of ten (10) coils were attempted to be placed but only the following six (6) cerecyte coils remained in the aneurysm. 1 presidio 12 x 40, 1 presidio 10 x 34, 1 cashmere 7 x 17, 1 cashmere 6 x 9, 1 deltaplush 3 x 4, 1 deltaplush 2 x 4 and then there were thombo-embolic events that lead to permanent impairment for the patient. . Thromboembolic events occurred in the left ophthalmic; aca and distal mca branch occlusions requiring intra-arterial lysis and the length of the procedure was almost 4 hours. The 4000 units IV heparin and intermittent boluses were given to maintain and act two times the baseline. Upon angiographic evaluation; the right internal carotid artery showed severe vasospasm of the of the a1 segment of the ant. Cerebral artery and the m1 segment of the middle cerebral artery and moderate narrowing of the internal carotid artery. Angioplasty was performed on the m1 middle cerebral art and the intracranial carotid artery segments. The anterior cerebral artery was unable to be catheterized due to severe spasm. Verapamil; 20 mg; was given intra-arterially. The left common carotid artery was widely patent without atherosclerotic disease or hemodynamically significant stenosis. The left internal carotid artery revealed a 10 x 10 x 8 mm para-ophthalmic aneurysm and a 3 mm aneurysm arising from the distal horizontal segment of the cavernous internal carotid artery. There was significant narrowing of the aca and more moderate narrowing of the mca vessels. A 4 x 15 mm hyperform balloon catheter was placed across the aneurysm ostium as an adjunctive device for coiling. After placement of 6 cerecyte coils; the angiographic grading scale after coiling was 1 (no filling of neck or dome).

Manufacturer narrative:
Final follow-up control angiograms were performed in the ap; lateral and working projections which demonstrated the coil mass to be well-seated within the aneurysm sac and the parent vessel to be widely patent. No filling of the aneurysm sac was seen. No distal branch occlusions were seen. There was evidence of some thrombus within the parent artery adjacent to the aneurysm neck and decreased flow in the ophthalmic artery; so 10 mg of reopro was administered intra-arterially. Balloon angioplasty was performed in the middle cerebral artery and the distal internal carotid artery. The patient was discharged with moderate severe disability. This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. This is report 4 of 7 for (B)(6). Cc: the complaint states that during use a total of ten (10) coils were attempted to be placed but only the following six (6) cerecyte coils remained in the aneurysm. 1 presidio 12 x 40, 1 presidio 10 x 34, 1 cashmere 7 x 17, 1 cashmere 6 x 9, 1 deltaplush 3 x 4, 1 deltaplush 2 x 4 and then there were thombo-embolic events that lead to permanent impairment for the patient. . Thromboembolic events occurred in the left ophthalmic; aca and distal mca branch occlusions requiring intra-arterial lysis and the length of the procedure was almost 4 hours. 4000 units IV heparin and intermittent boluses were given to maintain and act two times the baseline. Upon angiographic evaluation; the right internal carotid artery showed severe vasospasm of the of the a1 segment of the ant. Cerebral artery and the m1 segment of the middle cerebral artery and moderate narrowing of the internal carotid artery. Angioplasty was performed on the m1 middle cerebral art and the intracranial carotid artery segments. The anterior cerebral artery was unable to be catheterized due to severe spasm. Verapamil; 20 mg; was given intra-arterially. The left common carotid artery was widely patent without atherosclerotic disease or hemodynamically significant stenosis. The left internal carotid artery revealed a 10 x 10 x 8 mm para-ophthalmic aneurysm and a 3 mm aneurysm arising from the distal horizontal segment of the cavernous internal carotid artery. There was significant narrowing of the aca and more moderate narrowing of the mca vessels. A 4 x 15 mm hyperform balloon catheter was placed across the aneurysm ostium as an adjunctive device for coiling. After placement of 6 cerecyte coils; the angiographic grading scale after coiling was 1 (no filling of neck or dome). Final follow-up control angiograms were performed in the ap; lateral and working projections which demonstrated the coil mass to be well-seated within the aneurysm sac and the parent vessel to be widely patent. No filling of the aneurysm sac was seen. No distal branch occlusions were seen. There was evidence of some thrombus within the parent artery adjacent to the aneurysm neck and decreased flow in the ophthalmic artery; so 10 mg of reopro was administered intra-arterially. Balloon angioplasty was performed in the middle cerebral artery and the distal internal carotid artery. The patient was discharged with moderate severe disability. None of the complaint products were returned for analysis. Further none of the product catalogue and/or lot numbers were reported, thus no DHR could be performed. The complaints of failure to detach could not be confirmed as the products were not returned for analysis. No device histories could be reviewed as no product information was reported. Thrombo-embolic events are a known potential adverse event associated with the use of intracranial devices, and is specifically listed in the IFU (instructions for use) of the reported coils. Review of the available information suggests that the patient¿s presenting diagnosis, target lesion, vascular characteristics and intra-procedural issues may have contributed to the reported events.